Event description:
It was reported that a small insulation break was noted on the atrial lead when the patient underwent pocket exploration. The lead was repaired prophylactically and remains implanted. The patient will go for follow up in one month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.